Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a neurovascular diagnostic procedure which was delayed. The procedure was completed after the customer reloaded the image processing pc (ippc) os software which resolved the issue temporarily. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not booting. Review of system logfiles showed malfunctioning frontal ippc. The fse replaced os disk and reloaded the software. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not boot up. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and the troubleshooting actions showed a problem with the software and the hard disks. The fse replaced the hard disk, reinstalled the software and returned the system to use in good working order.